Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an unspecified spinal surgery on (B)(6) 2008 involving rhbmp-2/acs with a cage. It was reported that the "implant of contonid" was left inside the patient. The patient underwent a second unspecified spinal surgery on (B)(6) 2011 involving rhbmp-2/acs with a peek cage and a plug. It was reported that the patient sustained unspecified injuries. No further information was provided.

Event description:
It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. No further information was provided.

Event description:
It was reported that in spring-2008, the patient experienced intermittent, mild leg pain. No conservative treatment was offered (B)(6) 2008: the patient underwent an l3-s1 fusion with intervertebral rods, screws, and cage where rhbmp-2/acs was implanted. Postoperatively, the patient experienced pain and immobility, and had several large scars on her back. On (B)(6) 2010: the patient's intermittent right leg pain returned, causing instability and radiculopathy. The patient's surgeon said the hardware had failed. On (B)(6) 2011: the patient underwent a second unspecified surgery where rhbmp-2/acs was implanted. Postoperatively, the patient experienced immediate pain, numbness and immobility. On (B)(6) 2013: the patient suffered a fall due to her leg immobility and pain. The patient fractured her tailbone in the fall and still experiences pain. The patient continues to experience pain, leg instability, a lack of balance, and a propensity to fall. The patient's postoperative period was marked by pain. Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve impingement at the site of implant. The patient continues to have bone overgrowth causing nerve impingement, and chronic pain.